Event description:
It was reported that during a surgical procedure at the user facility patient fluid soaked through the toga. The procedure was completed successfully; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device was disposed of by the user facility and is not available for evaluation; it is not possible to determine the cause of the reported malfunction without an evaluation of the device. The device was disposed of by the user facility and is not available for evaluation; it is not possible to determine the cause of the reported malfunction without an evaluation of the device.